Manufacturer narrative:
Alleged failure: "the device was used for arthroscopic shoulder joint shaping. During the surgery process, the screen suddenly turned black, the operator had to stop the surgery and returned the device, however there were still problem of the screen. Then they replaced to use another device to complete the surgery." Probable root cause/s: product was not returned to stryker endoscopy. Based on the reported symptoms, reported issue can be caused by a number of electrical and/or mechanical issues affecting both the the vpi and pinpoint camera and various connection points and electrical components between the two devices. Probable root cause remains unknown but can include the following: 1) damaged pinpoint camera cable 2) electrical fault or loose connection with internal camera components 3) damage to vpi connector cable socket 4) damage and/or electrical fault to internal vpi components 5) display malfunction this complaint investigation was closed based on the device not received. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Updating to reference correct FDA registration number : FDA registration 3012345110 - endoscopy (novadaq) h3 other text : 81.

Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image during procedure.